Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease/herniated disc pain. It was reported that the patient¿s battery was dead and the device was not working. No further information was provided regarding the event. Additional information was received from the health care professional (hcp) stating that the battery was depleted and no working. Additional information received from the manufacturing representative indicated that the patient¿s ins has been in overdischarge for approximately 1 year. They stated that the patient did not need their stimulation for a year, so they left the device off. A power on reset (por) was in progress. No further complications were reported. A patient reported that when their implantable neurostimulator (ins) was initially implanted, it worked great. The patient didn't need it anymore and she stopped using the device. The patient let the ins drain and it needed to be jumped. The patient needed it jumped a second time recently. The patient reported that the ins will no longer hold a charge and she has to recharge daily. The patient stated she needs a new ins. It was reviewed that when the ins goes into overdischarge, it is damaged. No patient symptoms were reported. No further complications were reported. The patient was redirected to their healthcare provider to discuss a possible replacement. The indication for implant was degen disc disease/herniated disc pain. Additional information received from the patient indicated that this is the 3rd time the ins quit working. They noted that after the 2nd time the ins quit working, it would only hold charge for a day. No further complications were reported.